Manufacturer narrative:
(B)(4). This complaint was not confirmed on the returned sample; therefore, no root cause was determined. The lot number was not provided; therefore a batch review cannot be conducted. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
It was reported that the balloon ruptured before use. There were no patient complications reported.

Event description:
The patient found solution leakage after connecting the solution bag to the cassette.no patient injury or medical intervention is associated with this complaint.

Manufacturer narrative:
(B)(4). The sample was available and requested for evaluation; however, the sample has not yet been received at baxter. The lot number was unknown.